Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the por and stimulation was working again but the patient never felt any fluttering when ever they put it on.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# va022q8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient had surgery and had colon removed and was now getting power on reset (por). The patient reported symptom as stimulation not working. The patient has an appointment scheduled on (B)(6) with the health care provider to clear the por and would like the representative present. It was later reported representative was unaware of the reported issue until the day of the initial call. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.